Manufacturer narrative:
Manufacturer investigation conclusion: the investigation did not confirm the reported no external power alarm as no log files were submitted and the (B)(6) was not returned for analysis. Multiple good faith efforts were made to obtain additional information from the customer regarding the event; however, no response was given. As a result, the root cause of the reported no external power event could not be conclusively determined in this analysis and the complaint file will be closed with no further actions. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 30oct2019. Heartmate iii patient handbook, under section 5 alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU)under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a no external power alarm on (B)(6) 2020 while connected to the mobile power unit. The site attempted to troubleshoot the device but was unsuccessful. Per the patient, only the green light was illuminated on the mpu. The site replaced the mpu. The patient was instructed to stay on battery power. No further information was reported.